Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No product identification information was provided and thus a manufacturing record review could not be conducted. The complaint history file contains further instances related events of the reported events. An error code 808a indicates the pressure sensor value for ps1 is below the expected range during power-on self-test. Probable cause could be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch a canister full and 808a alarms occurred so the device was restarted but, the problem was not solved. The treatment continued with a back-up device. There was no delay. There was no patient harm.